Event description:
A pfo defect was closed with a 25mm cribriform device. There was no residual shunt using agitated saline. Angiography of the right femoral artery at the end of the procedure revealed a dissection of the common femoral artery. After consulting with the vascular service, stents were placed from the iliac vessels to the common femoral artery. At this point, the patient became hypotensive. A diagnosis of cardiac tamponade was made and a pericardiocentesis was performed. Blood pressure was stabilized. Follow-up abdominal aortography showed a dissection in the infrarenal aorta. Ivus revealed aortic dissection involving the ascending, transverse aorta extending around the great vessels. Cardiac surgery was not performed due to the severity of the patient¿s illness/complication and the high-risk surgical procedure. The patient¿s family decided dnr and the patient expired. According to the physician, the cause of death was aortic dissection which occurred after obtaining arterial access. This death was unlikely related to the deployment of the device. The autopsy results are pending.